Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000050790.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, all impedances were within normal range and therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ¿high impedance¿ was confirmed when referencing the returned lead. The root cause of the reported observation was due to the lead having 2 electrodes that measured an open circuit. This electrical open would have resulted in high impedance, a degradation in the therapy and the inability to set the device to MRI mode. The returned 3186 lead was complete. A visual inspection of the lead found minimal instrumentation markings along the lead body. It was also noted the lead had a cam compression marking. No visual damage was noted on the lead wires. Electrical resistance testing of the lead was performed on the lead between the proximal electrodes and the corresponding distal electrodes. The first 2 lead electrodes measured open electrically. When using this lead in the ipg header lead port 9-16, this would have resulted in electrodes 9 and 10 being electrically open or having high impedances.